Event description:
The customer reported that the device speaker does not function. There was no pt use associated with the reported event. The main pcb assembly was replaced and returned to physio-control redmond for further eval in the failure analysis center. After the pcb assembly was installed in a test device mock-up, it would not power on.

Manufacturer narrative:
Physio-control redmond evaluated the main pcb assembly and determined that push button switch, designator sw504, was root cause for the device to not power on and that ram chip, designator u17, was root cause for the device to not boot up correctly.